Manufacturer narrative:
Additional cartridge lot number- m287679. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing and multiple cartridge tubings during the load fill tubing sequence. Customer's blood glucose level was 175 mg/dl. A new cartridge was successfully loaded onto the pump to address the issue.